Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The physician reported oversensing relative to the subject lead that occurred in (B)(6) 2010. The associated ICD is sorin brand ovatio dr 6550- sn (B)(4). Following the addition of a pace/sense lead on (B)(6) 2010, the occurrence of oversensing ceased. Preliminary assessment of the oversensing from (B)(6) 2010, strongly suggests a lead issue. The recommendations associated to the isoline fsca from (B)(6) 2013 are applicable, and complete lead replacement should be considered.